Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in a distal branch of the left middle artery using a penumbra system 3 max reperfusion catheter (3maxc) on (B)(6) 2019. No issues were noted during the procedure. Three months after the procedure, the hospital performed a doppler ultrasound follow up and noticed a foreign material in the cervical portion of the carotid artery inside the patient. A computerized tomography (CT) scan then confirmed it was a piece of the 3maxc from the procedure performed on (B)(6) 2019. The piece of the 3maxc appeared to be completely endothelialized, and the patient has no symptoms related to this event. There is no report of an adverse effect to the patient due to this event.